Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was delayed in responding to touches. In addition, it was reported that the usb port was damaged, and the pump would not charge at all times, subsequently causing the pump to shutdown. There was nor reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.